Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, field service review, a search for similar complaints, and a review of labeling. Return material was not available. Abbott field service investigated the issue on site and determined the loose/leaking tubing was the ict aspiration pump tubing that attaches to the top of ict syringe 14. Field service replaced the part which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c8000 analyzer, list number 01g06, was identified.

Event description:
On (B)(6) 2018 the customer (medical technician) was performing daily maintenance on the architect c8000 analyzer. The customer indicated they observed a leak on floor under the front middle front door of analyzer. Upon inspection they further observed loose tubing, upon attempting to re-secure the loose tubing the technician was sprayed in his face and eyes from the tubing between ict aspiration pump and cuvette wash pump. The technician washed his face and went to ER to clean-off the fluid. No treatment was administered due to the exposure. The technician was wearing gloves and a lab coat, but not goggles. There was no adverse impact to the technician reported.